Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report weak and low battery alerts, and battery out limit alarms. The customer's blood glucose level was 447 mg/dl. The customer treated with a manual injection. The customer was sent a new battery cap and was advised to call back to complete troubleshooting, and to monitor their insulin pump. The product was not returned for analysis.